Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pulmonary hemorrhage. When assessing the airways with a standard bronchoscope scope, the physician observed there was more bleeding than normal due to anticoagulant medication. There were issues controlling the bleeding. Per the physician, the bleeding was not a result of the ion equipment but was a result of biopsies. The physician reported that the bleeding could have occurred with any biopsy modality. Bleeding occurred in the right upper lung and was < 150 ml. The biopsy and a bronchoalveolar lavage (bal) were completed. Interventions provided included medical resuscitation and stabilization. Airway clearance of blood clots was performed and brief cardiopulmonary resuscitation for hypotension given. The patient was given 2 units of packed red blood cells at the time of resuscitation. The patient was already admitted to the hospital prior to the procedure. He was admitted into the ICU for further care after the procedure. The patient was hypotensive and hypoxic during the stabilization. The patient has recovered from the event without difficulty. There was no malfunction with ion product. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced bleeding requiring cardiopulmonary resuscitation and 2 units of packed red blood cells for hypotension. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.